Event description:
The seat upholstery vinyl has worn off in some areas due to normal wear and tear.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.